Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root case of the reported no image issue could not be determined, however, it is likely that the issue was the result of a faulty/damaged electrical connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had a no image problem. The issue was found during preparation for use inspection for an unknown procedure. The intended procedure was completed with another similar device. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to damaged electrical connector. Additionally, due to damage on the charged coupled device unit, a noise image occurred. The displayed ultrasound image was defective due to peeling of acoustic lens, the acoustic lens had a scratch, due to a crack on the distal end, the plastic distal end cover had a snag on it, due to breakage of the light guide, the illumination was poor, the bending cover section was pinched, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.